Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device instructions for use: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera lll gastrointestinal videoscope tested positive for >100 colony forming units (cfus) ufc/100 ml of stenotrophomonas maltophilia. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled on (B)(6) 2023, and >100 colony forming units (cfus) ufc/100 ml of stenotrophomonas maltophilia species were identified. A second sampling was taken on (B)(6) 2023, and less than one (1) cfus of microorganisms were detected. The obtained results are in conformance with the requirements. Additional information was provided regarding the cleaning, disinfection and sterilization (cds) processes at the facility. During pre-cleaning the customer suctions water from the channels and flushes out the air/water channel, and the auxiliary washing channel. The customer does not use detergent during pre-cleaning. During manual cleaning, the customer uses detergent aniozyme x3 anios and brushes the operating/suction channel, the suction piston, the port of the operating channel and the distal end/area around the elevator using albyn medical brushes. The customer did not manually disinfect the scope. For automated endoscope reprocessor (aer) treatment, the soluscope 4 is used with soluscope cln (detergent) and soluscope (paa) (disinfectant). The customer hangs the scope vertically in a storage cabinet that has a drying function (surestor). Olympus is the customer¿s maintenance company. The scope was not sterilized. The device was returned to olympus for evaluation and revealed the following findings: distal end lens adhesive was chipped; charge-coupled device (ccd) unit lens adhesive was chipped, plastic distal end cover was chipped, adhesive on bending section cover (a-rubber) was separated, connecting tube was scratched, up bending angle in the up/down right/left direction did not meet the standard value, and up/down right/left angle reduced play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.